Manufacturer narrative:
The device is currently being returned to the resmed manufacturing facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a power failure and an alarm was triggered that notified the caregiver of the event. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The complaint regarding a charging issue was confirmed. The investigation determined that the device fault was due to an isolated component failure within the main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).